Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that intervention was performed after the balloon ruptured. An 8.0 x60, 75cm charger balloon catheter was selected for treatment. Post-dilation, at 20 atmospheres, the balloon ruptured. When the device was removed, it was noted that the material was fragmented and sheared off of the catheter. The physician performed snaring in an attempt to remove the remaining material but was unsuccessful. The physician placed a non-bsc self-expanding stent graft to trap the balloon fragment between the graft and the lumen and completed the procedure with a different device. There were no complications reported, and patient was expected to fully recover.